Event description:
It was reported that this lead is an advisory riata lead implanted in 2004. The threshold was elevated and lead impedance is low. No noise on the lead observed. Fluoroscopy image taken of lead, which the cardiac physiologist thought it had externalized conductors and sent to abbott tech services but they deemed it as not having externalized conductors. The physician was considering replacing the lead and possibly sending for explant of riata lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).